Manufacturer narrative:
H6 correction: health effect - clinical code should be 4582 - no clinical signs, symptoms or conditions rather than 2388 - inadequate pain relief. H6 correction: health effect - impact code should not include 4610 - inadequate/inappropriate treatment or diagnostic exposure as previously reported.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to set the system into MRI mode due to high impedances. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. Investigation was unable to determine when the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
D6b: date of explant: the explant date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.